Event description:
Upon opening a stryker pneumosure insufflator to the field, it was noted that part of the product was broken. There were four broken pieces that were located and removed from the field.